Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the customer was changing the reservoir and the insulin pump started to alarm no delivery. Customer stated she changed the reservoir again and then alarmed motor error. Customer's blood glucose was unknown. Customer was unable to troubleshoot as customer had done a set change. Customer agreed to return the device for analysis.